Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this is a common practice in an intubation procedure.

Event description:
Cuffs are leaking.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this is a common practice in an intubation procedure. The complaint of leaking cuffs regarding parts I-pfnc-65 and I-pfnc-70 was confirmed via photos. The samples were returned but had to be discarded due to contamination. The root cause cannot be determined but could possibly be a result of the cuff having a pin hole in it. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 6/10 which does not require the initiation of a CAPA. There have been 4 complaints against h/I-pfnc in the past 24 months. All 4 of those complaints were regarding leaks. A resolution letter was sent to the customer.

Event description:
Cuffs are leaking.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this is a common practice in an intubation procedure. The complaint of leaking cuffs regarding parts I-pfnc-65 and I-pfnc-70 was confirmed via photos. The samples were returned but had to be discarded due to contamination. The root cause cannot be determined but could possibly be a result of the cuff having a pin hole in it. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 6/10 which does not require the initiation of a CAPA. There have been 4 complaints against h/I-pfnc in the past 24 months. All (B)(4) of those complaints were regarding leaks. A resolution letter was sent to the customer. UDI related data quality updates only.

Event description:
Cuffs are leaking.